Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's physician team had referred them back to manufacturer for issues with recharging. The patient was told that lowering their therapy intensity used less battery although that was the setting needed for pain relief. The issue was not resolved, the patient was recharging the ins every day and it took them an hour and a half to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient stated they weren't receiving as much pain relief. They stated they were around 50% relief compared to 60-75%. Rep is not sure why the battery was draining faster. Possible intensity increases. Rep reprogrammed the device and added more programming. Issues have been resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial#(B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). A manufacturer representative (rep) told the patient to call patient services as there may have been a recall on the recharger. The pt said that they were having trouble with the recharger. The patient stated that it would take like an hour and a half to recharge the implanted neurostimulator from maybe 30% to 100%. The patient said that they would go to bed, and the implanted neurostimulator would be at 100%, however by mid-morning the implanted device would be back down to 30%. The patient said that they were having to constantly keep recharging the ins. The agent reviewed with the pt that ins battery depletion was dependent on therapy settings/usage. The pt said that they had some codes appear on the equipment before but they hadn't written down any screen information. The pt said that they had restarted the handset. The agent had the pt reset the wireless recharger during the call and then initiate anins recharging session. The pt saw the normal charging screen with the ins at 70% with an excellent connection. The equipment was working/ins was recharging as intended during the call. The agent advised the patient to monitor the equipment and call patient services back if further assistance was needed with the external equipment. The agent also redirected the patient to their healthcare provider/representative to further address the reported issue of the ins recharging/ins battery depletion rate. When asked for the event date, the pt said that they would say it was the last two months and that it was more often in the last month. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and confirmed that the same issue is happening, saying "it's not really doing much and its eating the battery up like crazy" and wants to meet with a rep again. Since calling they have met with reps a few times but they haven't gotten it to where it needs to be. Pt says they want to meet at hcp office. Emailed local reps asking them to call the patient back. Rep responded saying they would call the pt.